Event description:
It was reported that a lead safety switch (lss) was declared due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, noise and oversensing was observed, which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed reprogramming options to address the noise. The physician kept the ra lead in the unipolar configuration, and will continue to monitor as the thresholds and capture are stable. This ra lead remains in service. No adverse patient effects were reported.